Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 79 mg/dl at the time of admission. The customer used food, glucose tablets, and was given dextrose to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer also mentioned having kidney issues, dehydration, and getting a pacemaker for gastroparesis. The insulin pump will not be returned for analysis.